Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open black pulse wire in the cable between the distribution node (dn) and ECG b. The cause of the test failure is the open pulse wire. The root cause of the open pulse was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional therapy electrodes (tes).